Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal precision procedure in mitral position where during procedure, air was introduced in the patient. There were no device issues during or post implantation. Patient was under general anesthesia. No saline drips or pressure monitoring devices were attached to any of the device handles. A syringe was left on the introducer until the guidewire was inserted and guide sheath handle was elevated while inserting into the patient. All steps were performed according to IFU. Air was observed a little while advancing the implant catheter towards the valve, and there was a major observation during suture removal. The patient did not present with symptoms and no treatment was required. Air was transient and resolved. As per the medical opinion of the physician, the amount of air observed was more than usual for a teer procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h11. Additional h6 type of investigation codes: 'labelling review'. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with empirical evidence. The complaint was confirmed; however, no manufacturing non-conformities could be identified. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. The returned complaint unit had no observable functional issues, passed leak testing, and there was no significant damage or defect to the suture lumens. Follow-up information from the edwards clinical specialist did not reveal any use errors or potential device defects. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step. - improper stopcock/syringe technique. - air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined.